Manufacturer narrative:
A single used 011-ch3751 administration set was returned for investigation. It was observed that there was a crack at the inlet side of the filter that showed signs of deformation and damage that would be typical of damage that would occur during ultrasonic welding. The single used 011-ch3751 administration set was functionally tested and found to leak at the inline filter from a crack in the filter body. The deformation and damage would be typical of damage that would occur during ultrasonic welding during manufacturing of the filter. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 23mar2023.

Event description:
The event involved a admin set, amber, spiros¿ that the customer reported that the 0.2 micron b filter line as leaking after 30 minutes of infusion. The leak was identified when spiking and setting up next infusion. Chemotherapy bags had to be re-spiked as a result of this event. The line was replaced at the time of incident with no further problems encountered. There was no visible damage or issues with the affected product. The chemo spill was cleaned up per protocol with a spill kit. There was no serious injury/death, no blood loss, no adverse operator consequences and no medical/surgical intervention required. However, there was unprotected chemo exposure as a result of this complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter phone was recorded as "57327 bleep 1577" upon complaint intake.